Event description:
We received a report that a intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. Incision enlargement was not required and the doctor replaced the old iol with a new iol with the same model. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - intraocular lens; explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Based on the manufacturing record review and historical review, no deviations were found during the investigation. MFR report # should have been (B)(4). Usage of device: initial. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. One of the haptics was distorted. Diopter verification could not be performed due to the condition of the returned lens.